Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The filter remains implanted and the delivery system was discarded by the user facility; therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported that upon deployment of the filter it was identified that two of the filter's legs were tangled. The physician advanced a catheter and was able to untangle the filter legs. Subsequently, the physician performed a cavagram and confirmed that the filter was adequately positioned. There was no report of injury to the pt.